Manufacturer narrative:
Based on the info provided, it is unk whether the device may have caused or contributed the reported event. The pt underwent explant of the kugel patch nearly eight years after implant. During removal, lysis of adhesions was performed. Prior to the implant of the kugel patch, the pt had perforated diverticulitis that was treated with end to end colostomy. The info provided indicates that the pt was treated for adhesions which is a known adverse event listed in the IFU. Product identifiers have not been provided; therefore, a mfg review is not possible. With the available info, no conclusion can be drawn.

Event description:
The following is based on medical records provided by the pt. On (B)(6) 2004, pt underwent repair of incisional hernia with kugel patch. On (B)(6) 2012, pt underwent recurrent incarcerated incisional hernia repair with a non-bard biologic graft. The kugel patch was noted to have pulled away from one side of the incision causing the recurrence. The kugel patch was noted to adhere to the intestine. During removal of the mesh, two enterotomies were made and repaired. Lysis of adhesions was performed.